Event description:
It was reported that the nurse call system provided a code blue alert intended for ICU room 8 at ICU room 7, and the pbx operator did not receive the alert notification. The code blue alert was initiated for ICU room 8, but the dome light associated with the alert illuminated outside room ICU 7. In following up with the customer, the customer reported that there was no delay in patient care and confirmed that the notification was received in the pbx and the audible alert was toning in ICU room 8. While caregivers were working closely with the patient (ICU 8), the patient coded again, the ICU team initiated acls protocol, the cardiologist was notified via phone and the patient subsequently expired. The patient¿s determined cause of death was not reported. However, it is likely that the patient¿s death was due to the patients underlying cardiac condition based on the report of no delay in care, the patient¿s reported cardiac catheterization, prior cardiac arrest and code episodes prior to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom nurse call system provides an audible, graphical, and visual alert notification of emergency, staff, and patient calls to be routed to a configured audio/graphical device. The notification is configured and routed to named devices based on the customer's preferences. The nurse call devices installed in a patient room are routed using a room control board. A room control board controls an individual room or can be used to control two adjacent rooms. Prior to patient use of a newly installed nurse call room, a room readiness test is performed accompanied by the customer to ensure all notifications are named, routed, and configured appropriately. An investigation determined that the reported event occurred during an ongoing nurse call system installation and that one code blue switch in ICU room 8 (each room has two code blue switches) was configured to illuminate the dome light outside ICU room 7 (adjacent room), and testing (with the customer present) of room 8 missed the displayed room name of the associated switch at the pbx. It is noted that the installation was completed by a third-party installer and that while the room readiness was performed with the customer present, the test form was not fully followed as the installer did not provide the customer with a room readiness document for signature of customer acceptance.

Manufacturer narrative:
The hillrom nurse call system provides an audible, graphical, and visual alert notification of emergency, staff, and patient calls to be routed to a configured audio/graphical device. The notification is configured and routed to named devices based on the customer's preferences. The nurse call devices installed in a patient room are routed using a room control board. A room control board controls an individual room or can be used to control two adjacent rooms. Prior to patient use of a newly installed nurse call room, a room readiness test is performed accompanied by the customer to ensure all notifications are named, routed, and configured appropriately. An investigation determined that the reported event occurred during an ongoing nurse call system installation and that one code blue switch in ICU room 8 (each room has two code blue switches) was configured to illuminate the dome light outside ICU room 7 (adjacent room), and testing (with the customer present) of room 8 missed the displayed room name of the associated switch at the pbx. It is noted that the installation was completed by a third-party installer and that while the room readiness was performed with the customer present, the test form was not fully followed as the installer did not provide the customer with a room readiness document for signature of customer acceptance. It was confirmed the issue was caused by an incorrect configuration performed by a third party installer. The customer confirmed there was no delay of care as result of the reported event. The configuration issue has been corrected to resolve the issue: code blue call was programmed for ICU room 07 and has been reconfigured correctly for ICU room 08. Based on this information, no further action is required.

Event description:
It was reported that the nurse call system provided a code blue alert intended for ICU room 8 at ICU room 7, and the pbx operator did not receive the alert notification. The code blue alert was initiated for ICU room 8, but the dome light associated with the alert illuminated outside room ICU 7. In following up with the customer, the customer reported that there was no delay in patient care and confirmed that the notification was received in the pbx and the audible alert was toning in ICU room 8. While caregivers were working closely with the patient (ICU 8), the patient coded again, the ICU team initiated acls protocol, the cardiologist was notified via phone and the patient subsequently expired. The patient¿s determined cause of death was not reported. However, it is likely that the patient¿s death was due to the patients underlying cardiac condition based on the report of no delay in care, the patient¿s reported cardiac catheterization, prior cardiac arrest and code episodes prior to this event. This report was filed in our complaint handling system as complaint #(B)(4).